Manufacturer narrative:
Catheter.

Event description:
The pt experienced a loss of pain coverage. The "catheter was in right gutter". Perfusion and pain coverage was not good. The catheter was replaced. The pt recovered without sequela. The pump was used to deliver sufentanil.